Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4 of 6. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp had already cycled the power. The hp had gotten the se 2240 earlier. The hp had four bags connected. There was solution in the heater and final bags only. The hp did not disconnect and the bags did not disconnect herself. All the bag connections were tight. The hp would complete therapy with manual supplies. The alarm cleared. Global product surveillance (ps) contacted hp's husband on (B)(4) 2012, who is the caregiver (cg) regarding the reported problem. The cg stated that the hp finished therapy with manuals. The cg did not notice any defects with the original cassette. The cg had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.